Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03014. It was reported that a guidewire fracture occurred. A 1.25mm rotalink plus and rotawire were selected to treat the target lesion. During platforming, it was noted the rotawire broke in half. The physician took out the wire and placed another rotawire but the physician was unable to thread the rotawire through the rotaburr. The physician opened up another rotaburr. The procedure was completed with another of the same device. No patient involvement reported.